Event description:
It was reported during a surgery, two ms-2213 cruciform driver tips broke. There was no delay in the surgery and the surgery was completed. There were no adverse patient consequences reported. Attempts were made to obtain further information to no avail. No further information is available. This report is related to report number 3025141-2023-00364 for other the driver tip involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned cruciform driver tips (part numbers ms-2213, batch 511341) were examined visually under magnification. The drivers were provided for investigation, the screws utilized with the drivers were not. The drivers both exhibited shear fast fractures. On one driver, this fracture occurred on one of the blades while on the other driver it occurred on two of the blades. Where the fractures occurred, the entire edge of the blade(s) are missing. Slight wear around the rest of the driver was observed, primarily around the laser markings which are slightly worn away. Based on the type and path of breakage, it is possible the drivers were not fully or properly seated in the screw head during removal. This can cause excessive, unevenly distributed, stresses to be placed on the tips, causing breakage. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.